Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain on unknown side. Later, healthcare professional reported rupture on unknown side. Device has been explanted.

Event description:
Patient reported pain on unknown side. Later, healthcare professional reported rupture on unknown side. Device has been explanted.

Manufacturer narrative:
Correction to parent record aware date, the correct aware date (g3) is:10/12/2022. Device photo analysis: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported pain on unknown side. Later, healthcare professional reported rupture on unknown side. Device has been explanted.